Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
When starting the case, the physician received an error 209 message on the solero unit. The wattage at been set at 100 watts. The system was rebooted, but was the error message was unable to be cleared. The solero probe was exchanged for a new of the same, but was still unsuccessful in removing the error message from the unit. The physician determined to complete the procedure using an rfa system. It was reported there was a delay in the procedure greater than 30 minutes at which time the patient remained under sedation. This is meets the criteria of a patient safety risk. The patient suffered no harm or injury due to this event. The reported disposable devices have been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. A visual examination of the device noted the tip was bent. Functional testing was performed on the returned device. The probe functioned as intended in the lab setting. The reported complaint description is not confirmed as the probe functioned as intended during testing. A definitive root cause for the reported event cannot be determined. Error 209 will occur for several reasons such as bending of the device, saline becomes too hot during the procedure, the bag spike is not fully inserted into the saline bag or squeezing of the saline bag during the procedure. Due to an increased frequency of complaint events associated with error 209, a CAPA was initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the solero probe assembly process was performed to determine how assembly of components can affect fluid flow through the device. The CAPA has implemented 2 process changes for the probe shaft sub-assembly (s/a); new press inserts implemented on (B)(6) 2019 and joggle jig on (B)(6) 2019. Both of these were implemented to make the assembly of the semi-rigid/thermocouple into the probe shaft more robust for coolant flow. The reported packaging lot had probe shaft s/a's manufactured before and after both of these changes. The instructions for use, which is supplied to with catalog number, contains a statement: "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).